Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain it was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was from the end of cannula near abdomen. The infusion set was in use for one day. No further information available.